Event description:
It was reported that during a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, stent damage was noted. While performing a pci, the lesion which was initially treated by rotational atherectomy and then angioplasty was performed in order to test the compliance of the lesion, before a decision was made to proceed with stenting the left anterior descending (lad) artery. The physician attempted to deploy a 3.5x20mm taxus liberte stent, but after repeated attempts and several strategies to support the stent, it was unable to cross the lesion. The physician then withdrew the stent as he felt something did not feel right. Upon inspection, it was noted that the stent struts on the proximal end of the stent had become distorted. The procedure was successfully completed with a 3.0x20mm taxus liberte stent. The patient remained stable throughout the procedure.

Manufacturer narrative:
(B)(4).